Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 10-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 was failed. A field service engineer (fse) confirmed that the inside metal plate in the mini drawer was pushing down on the mini trays in the middle drawer causing mini engines not to open. So, the fse swapped out new mini drawer with bad drawer and reconfigured in diagnostics and in application. After that the pharmacy was able inventory items in drawer, no further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had an engine stuck and drawer failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.